Event description:
Rptr alleged obtaining a discrepant blood glucose result of 385 mg/dl back to back within 10 mins of the 9 mg/dl result on the complete system when testing was performed within 10 mins. Rptr indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Rptr stated he took his normal 8 units of lantus and 4 mg of glucophage after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.